Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported mobile system blood glucose results of hi, which on the system indicates a result in excess of 33.3, and 3.0 mmol/l within 10 minutes. Customer self-treated symptoms of hypoglycemia. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.